Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 ar clinical chemistry analyzer and identified a defective cl electrode tip. Fse replaced the cl electrode tip to resolve the issue. Fse verified quality control was acceptable. Analyzer resumed normal operation. Patient information: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low anion gaps and questioning ise (ion selective electrode) patient results including sodium (na), chloride (cl) and carbon dioxide (co2) on their dxc 800 ar clinical chemistry analyzer. There were approximately twenty (20) patient results were not reported out of the laboratory. The customer repeated the patient samples on another dxc analyzer and obtained results considered correct. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.